Manufacturer narrative:
Section d9 was updated due to device evaluation. Section h6 evaluation codes were updated due to device evaluation method code (annex b): add additional code result code (annex c): remove c20 and add c13 component code (annex g): remove g07003 and add g h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator displayed an "assert error" message and became unusable after connecting to "piping". The device was available for evaluation. A review of the ventilator logs show a diagnostic code which would have resulted in mix backup ventilation (buv) followed by a breath delivery (bd) assertion 17 minutes later during service mode. The service personnel (sp) inspected the ventilator and found the mix backup ventilation (buv) code in the log and ran est to clear the code. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator displayed an "assert error" message and became unusable after connecting to "piping". There was no reported patient injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. A review of the ventilator logs show a diagnostic code which would have resulted in mix backup ventilation (buv) followed by a breath delivery (bd) assertion 17 minutes later during service mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.